Event description:
Pt had copd. In 2003, they found a foreign material in the liquid tank going through the cannula to their nostrils. They called the distributor who did not respond. They called again in sept 2003 but there was no response. In 10/2003, the three metal oxygen tanks had the same problem. They were reported contaminated to the distributor who tested them for fungi but the result was negative. Health dept was informed when a black material was found. The result tested negative for fungi. In 10/2003 a charcoal dust was found in the tubing.